Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 146 mg/dl. Reportedly, the infusion set was changed to address the issue.